Event description:
Customer reported false negative reactions with the ab_ID assay on the galileo. A pt sample tested negative on the instrument, but positive using manual capture testing.

Manufacturer narrative:
Images from the customer's instrument were retrieved and reviewed. Cell 3 which was visually rated 1+, has a hazy button with a line across the top left portion of the well. Cell 6 which was visually rated weakly reactive, has a very slightly hazy button. Debris was noticed in the image. The customer was instructed to clean the mirror to avoid future problems. Customer submitted sample for investigation testing. However, the sample could not be tested; it consisted of packed red cells from a whole blood sample, there was no plasma for testing. Reactivity of the e antigen was confirmed on returned capture-r ready-ID, lot id075.